Event description:
Customer states that he was putting pressure on both armrests trying to stand up and the left arm collapsed to the floor sending customer to the floor. Customer states that when hitting the floor hitting wheelchair and got injured. Customer was unable to get up and ems came to assist customer up but no medical intervention was sought.